Event description:
Customer reported that the pump's touchscreen was cracked and shattered after it fell from a pocket and was accidentally stepped on, rendering it unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). In response, technical support arranged to send a replacement pump with updated software, advised on using a g7 sensor, and instructed on returning the damaged pump. The customer is utilizing multiple daily injections as a backup therapy to ensure continuous insulin delivery.